Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging pump. In addition, he pump battery was observed to be depleting rapidly. There was no reported adverse impact to the customer. Customer declined troubleshooting with tandem technical support.